Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to low blood glucose on unknown date with blood glucose level was unknown. The customer stated paramedics found him and blood glucose from meter showed 36 mg/dl but the customer contour showed in the 70 mg/dl. The customer was declined with troubleshooting for low blood glucose. The customer was treated with food for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The device will not be returned for analysis.